Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed on (B)(6) 2018. There were no erratic basal rate adjustments. A cartridge change sequence was completed on (B)(6) 2018. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (value not provided). The customer declined to provide further information as the "issue" had already been resolved.